Event description:
A report was received that the patient's pocket site was open and there was redness. The patient underwent an explant procedure due to risk of infection at the ipg and lead sites. Antibiotic was prescribed. The physician believed the infection was not device or procedure related.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.